Event description:
It was reported that a large volume infusor leaked during infusion. The location of the leak was not specified. The device was filled with 18000mg piperacillin/tazobactam diluted in 240ml buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the device was manufactured between (B)(6) 2023. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. However, the blue winged luer cap was not returned. Functional leak testing was performed by filling the bladder with green color water to the nominal volume. During fill, no evidence of leak was observed. After fill and prime, a similar blue winged luer cap was used to securely close the distal luer end then the sample was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.